Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates and passed the self test. No blank display, low tone, or audio anomaly was noted. All operating currents were within specification and no unexpected low battery or off no power alarm was noted. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No damage was noted inside of the insulin pump. No cosmetic damage was noted.

Event description:
Customer reported his insulin pump has a blank display. He was changing his infusion set. Customer's blood glucose is 148 mg/dl. The device was not dropped or exposed to moisture. Customer uses energizer batteries. The battery compartment, cap, and contacts are not damaged or corroded. Customer removed the battery for ten minutes and cleaned the contacts. He inserted a new battery, but the display did not return. The device emitted a low tone before and after inserting the battery. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back-up plan. Nothing further reported.